Manufacturer narrative:
(B)(4). Pentax model kb-d2416t is not distributed in the USA, therefore the PMA/510(k) number is not applicable. (Exemption number e2015036).

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating "during the (B)(6) (friday) examination, I could not seize the specimen. When pulled out from the endoscope was confirmed, the cup mechanism part was broken" involving pentax model kb-d2416t/lot 0180103. No adverse events were reported to have occurred with the patient or user. The device was returned to the manufacturer for evaluation.